Event description:
It was reported during a da vinci si myomectomy procedure that the megasuturecut needle driver instrument had frayed wire. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a broken grip cable. The one grip close cable is broken at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment sticks out at the wrist. The other cables at the wrist are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.